Event description:
It was reported that the user experienced a loss of blood glucose readings while using a dexcom g7 sensor and ilet bionic pancreas, which resolved after a pump restart, and glucose readings appeared. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts, no alarms, and no hospitalization. User support included troubleshooting and education conducted by support. Investigation of this case revealed that system readings resumed post restart, consistent with transient communication or integration interruption between devices, with no further device malfunction observed after component maintenance guidance. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction consistent with use-related factors and transient signal loss.